Event description:
Tegaderm- a 3m product- was applied to my forearm surgical site. Within hours of surgery I developed severe pain, far more than expected. At 7 days, my bandage were removed and I was found to have a severe contact dermatitis-much like a 2nd degree burn with extensive redness and blistering. Steroid and antibiotic creams were prescribed and then a prednisone taper. I will need additional surgery, which may be related to this reaction. I have subsequently learned of several others who have had the same experience.